Event description:
It was reported that, during the implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) and after testing the defibrillation, the impedance decreased to out of range measurements. Furthermore, cuts were noted in the electrode insolation. Subsequently, the electrode was replaced, nonetheless the out of range measurements were still present, and the defibrillation threshold (dft) test was not possible to be performed. Another s-ICD and electrode was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 60-75 mm from the terminal end. Visual inspection noted cuts in the suture sleeve with parts of the material missing, sense b ring mis shaped with tool marks present and noted hocking coils slightly stretched out at proximal end and misaligned at distal end. Additionally, visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. Based on the analysis results, the fractures appear induced during surgery procedure as the two fractures are below the cuts in the outer insulation.

Event description:
It was reported that, during the implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, the field representative was able to induce a ventricular fibrillation (vf), but the induction seemed to be very low, or without much joule. The defibrillation testing shock was not effective and it also seemed to be with low or nearly no energy, with low shock impedances out of range. An external shock had to be delivered. Furthermore, cuts were noted in this electrode insolation. Subsequently, this electrode was replaced, nonetheless the out of range measurements were still present, and the defibrillation threshold (dft) test was not possible to be performed as the s-ICD was not able to load the capacitor and was not reacting. The field representative had to end the action. Another s-ICD and electrode were successfully implanted with good measurements. The system will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, the field representative was able to induce a ventricular fibrillation (vf), but the induction seemed to be very low, or without much joule. The defibrillation testing shock was not effective and it also seemed to be with low or nearly no energy, with low shock impedances out of range. An external shock had to be delivered. Furthermore, cuts were noted in this electrode insolation. Subsequently, this electrode was replaced, nonetheless the out of range measurements were still present, and the defibrillation threshold (dft) test was not possible to be performed as the s-ICD was not able to load the capacitor and was not reacting. The field representative had to end the action. Another s-ICD and electrode were successfully implanted with good measurements. The system will be returned for analysis. No adverse patient effects were reported.